Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, a decrease in pacing impedance measurements was observed from 409 ohms to 299 ohms. Additionally, the shock impedance measurements decreased from 104 ohms to 84 ohms. No noise was observed and no changes were made to the system. During the next follow-up, some low out of range pacing impedance measurements were observed. No noise was observed or produced. As the patient is not pacemaker dependent, no changes were made to the system. It was also indicated that the left ventricular (lv) lead had previously been programmed off due to high out of range impedance measurements and loss of capture. No adverse patient effects were reported.